Event description:
It was reported to medtronic minimed that the customer reported crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found damage on the back of the pump. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap was attached and locked into place properly. Upon power up, the pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and pcba 1, separate to the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case (battery tube), and cracked corner of the belt clip rails. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.